Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 38.0, 51.0, 69.0, and 79.0 cm from the proximal end. The pull wire was extending out of the distal detachment tip (ddt) and the proximal constraint sphere was not present within the ddt. The embolization coil was detached from the pusher assembly, severely damaged, and tangled with the returned segment of the non-penumbra microcatheter. Conclusion: evaluation of the returned ruby coil pusher assembly revealed that the distal tip of the pull wire was extended out of the ddt, and the embolization coil was detached from the pusher assembly. This typically occurs due to improper handling during use. If the pusher assembly is withdrawn forcefully against resistance, the polymer on the distal portion of the pusher assembly may elongate. This may cause the pull wire to retract out of the ddt, allowing the coil to detach. Ruby coils are 100% functionally tested during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization using ruby coils. During the procedure, while advancing the ruby coil through another manufacturer's microcatheter, the physician met resistance. In an attempt to withdraw the ruby coil, it unintentionally detached within the microcatheter. The physician successfully removed the coil and microcatheter from the patient. The procedure continued using a new microcatheter and another manufacturer's coil. There was no report of an adverse effect to the patient.